Manufacturer narrative:
The closed contact block and open contact block was returned to the manufacturer for analysis. Analysis found that the closed contact block failed bench testing. Continuity testing on the contacts was intermittent. The open contact block functioned as intended. It passed bench testing and visual inspection with no fault found. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the x-ray would often discontinue with "unexpected x-ray control state, mode: ldf, condition keyoff" listed in the log. The issue was resolved by rebooting.

Manufacturer narrative:
Additional information: this occurred during a micro endoscopic discectomy sacroiliac and thoracolumbar procedure. There was no patient impact reported and a less than one hour delay to surgery. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the contact blocks. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.